Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 344 mg/dl. The customer treated with bolus through the pump. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the pump alarmed no delivery. The customer also went to bed with blood glucose of 511 mg/dl. The customer treated with manual shots. The customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.